Manufacturer narrative:
Follow-up #1: date of submission 03/25/2014 device evaluation: the device has been returned and evaluated by product analysis on 03/06/2014 with the following findings:visual inspection revealed that the battery compartment was cracked. The returned battery cap was able to tighten fully and there were no power issues observed.

Event description:
On (B)(6) 2014 the distributor contacted animas alleging that the battery compartment was cracked. Additional information was not provided. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).